Event description:
Arjo became aware of the side rail malfunction that occurred on the citadel plus bed frame. Based on the photographic evidence provided, the side rail was partially detached from the side rail mechanism. The screws holding the panel to the mechanism were ripped off. There was no allegation that any patient was involved when the malfunction occurred. No injury was reported.

Manufacturer narrative:
Arjo became aware of the side rail malfunction that occurred on the citadel plus bed frame. Based on the photographic evidence provided, the side rail was partially detached from the side rail mechanism. The screws holding the panel to the mechanism were ripped off. There was no allegation that any patient was involved when the malfunction occurred. No injury was reported. The customer¿s employee informed that the side rail was damaged, during an attempt to move the bed, using the side rail. The arjo service technician removed the damaged parts and new parts were fitted. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition. It was mechanically damaged, the side rail panel was partially detached from the side rail mechanism, when the customer¿s staff attempted to move the bed using the side rail. The arjo service technician inspection revealed that the screws holding the panel to the mechanism were ripped off. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The instruction for preventive maintenance of the side rails is described in the citadel plus instruction for use (document number: 831.374_en). The operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. Arjo device failed to meet its performance specification since the screws holding the side rail panel to the side rail mechanism were ripped off. There was no allegation of the device being used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to an allegation of safety side partial detachment.